Event description:
A nurse reported there was no illumination provided by the tabletop illuminator during a procedure. The sys was switched out and the case was completed. There was pt harm reported.

Manufacturer narrative:
The company rep examined the sys and found the illuminator module working. The sys was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported event is unk. (B)(4).